Event description:
Info received indicates the brake will lock but does not hold. The bed continued to roll when in brake.

Manufacturer narrative:
The tech adjusted the brake caster to repair the bed.